Event description:
Information was received indicating that while in use of a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter, it was noted that the patient had part of the needle left still in the cannula. No patient consequences were reported. No adverse effects were reported.